Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported clip caught in chordae is due to procedural circumstances. The cause of the reported partial clip movement and tissue injury were unable to be determined. The reported worsening mr was a cascading effect of the reported partial clip movement and tissue injury. The reported patient effects of tissue injury and mitral regurgitation, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported hospitalization and delay of treatment were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 2-3 functional mitral regurgitation (mr), restricted leaflets and enlarged atrium for a mitraclip procedure. During the procedure, clip xtw was placed at the anterior and posterior leaflet 2(a2p2) location. Second mitraclip xt was deployed lateral to first clip. Post deployment, anterior leaflet was observed to be ruptured in transesophageal echocardiography(tee). There was partial clip detachment from posterior leaflet. The clip is attached to anterior leaflet along with the chordae. There was clinically significant delay with worsening of mr with grade 4.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.